Manufacturer narrative:
(B)(4). The insulin pump was received with minor scratched lcd window, keypad overlay texture damage, cracked keypad at select button, missing retainer, missing reservoir tube o-ring and scratched around casing. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that insulin pump was damaged. Customer¿s blood unknown at time of incident. Customer states that they had crack in the insulin pump. Insulin pump will be return for analysis.